Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. The device was returned for analysis. Visual inspection revealed that the telescope and sheath were kinked. No damages or failures were observed on the catheter code pcba (ccp) board assembly nor on the hub connector pins. The catheter was properly recognized by the imaging system when connected to the mdu, and no connection issues or errors were detected during testing.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion, and it was noted that the opticross intended for interventional cardiology was incorrectly recognized as a peripheral intervention opticross. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that an identification issue occurred. The opticross imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion, and it was noted that the opticross intended for interventional cardiology was incorrectly recognized as a peripheral intervention opticross. No patient complications were reported.